Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking iodine. The leak occurred while the minicap was attached to the transfer set. This event occurred while replacing the solution at home during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10. The device was received for evaluation. A visual inspection with the naked eye and magnification noted a damaged female connector. There were markings on the female connector that had the appearance of tool marks. Functional testing including clear passage testing and clamp function testing was performed with no issues noted. Leak testing was performed with an in-house minicap, and a leak was observed beneath the minicap. The reported condition was verified. The damage to the female connector was determined to be the cause of the reported leak. The cause of the damage observed on the female connector was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.